Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had damage and that keypad anomaly. The customer¿s blood glucose level was 10.9 mmol/l at the time of the incident. It was reported that there was damage on the rear side of the insulin pump's case. It was also reported that most buttons were very hard to press and had to be pressed many times to respond. It was also added that the top part of the screen was partially damaged. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with intermittent button response, problem isolated to keypad assembly. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed displacement test. Unit was received with partial display due to moisture damage to printed circuit board. Unit was received corroded battery tube, cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, cracked retainer and minor scratches on lcd window.